Event description:
Radiology staff reported that the patient had transient hearing loss post MRI. The radiology resident did see the patient and recommended that patient follow up with primary care doctor. The patient was wearing ear plugs and a head set during the procedure. Several weeks later a letter of complaint was received from the patient to the radiology department. The patient did not allege any further hearing loss and the complaint was resolved.